Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced as a false upstream occlusion alarm, however the evaluator found the pump unable to detect an upstream occlusion during testing. A review of the event history log revealed multiple 'upstream occlusion!' Alarms but were not determined if the alarms were true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.